Event description:
Da vinci thoracic grasper black protective coating ripped by metal da vinci trocar. Instrument inspected by two doctors and stated instrument coating appeared to be complete; wound inspected no coating pieces noted.